Manufacturer narrative:
(B)(4).. Both devices were returned to the MFR for eval. Upon eval of both returned devices, it was noticed the condition of the devices was not consistent with the reported event descriptions. The first catheter, which was reported as losing imaging only, was indeed found to have the proximal shaft broken approx. 117.5 cm and a kink was also found approx. 125 cm from the distal end respectively. All device components were present. Since the device was received in damaged condition, functional test could not be performed. The second catheter, which was reported as observed for torn proximal shaft when being inserted in the guide catheter, was found to have a slight tear near the exit port, which is likely a result of handling during normal use. However, no damage observed on the proximal shaft. The MFR believes that based on the condition the devices were received for eval, the reported event descriptions were mixed up. The MFR communicated to the customer these findings in attempt to obtain further clarification on the original reported event descriptions; however, the customer persisted that the originally reported complaint description was correct. In conclusion, the MFR was unable to determine which specific device was observed for torn proximal shaft when being inserted in the guide catheter. This type of damage to the shaft is likely to occur when the catheter¿s shaft is impacted and then bent at an angle greater than 45 degrees. Results of the investigation are most likely due to handling of the device during use. The IFU for this device states the following precautions: ¿avoid any sharp bends, pinching, or crushing of the catheter. Do not kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45 degrees is considered excessive¿ the mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for an image failure mode within this lot. No further action is required.

Event description:
It was reported that during imaging inside the body the image disappeared. The first catheter was removed from the body and was flushed then reconnected to the pim however no image was obtained. It was reported a second catheter was used and no problem occurred during the first imaging. When the catheter was attempted to be inserted into the guide catheter for second insertion, the proximal shaft was found to be torn. The physician stopped the use of the catheter and aborted the ivus procedure. There was no pt injury and no adverse events reported.